Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-16. H6: investigation summary: bd received two (2) shelf packs for investigation. Thirty (30) samples from each lot were evaluated by functional testing and the indicated failure mode for blood pooling with the incident lots was not observed. Additionally, thirty (30) retention samples of each lot from bd inventory were evaluated by functional testing and no issues were observed relating to blood pooling as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of blood pooling. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was blood pooling in stopper well and sample leakage. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there are blood droplets on the stopper after blood collection and there is leakage."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1048269, medical device expiration date: 2022-02-28, device manufacture date: 2021-02-17, medical device lot #: 1020574, medical device expiration date: 2022-01-31, device manufacture date: 2021-01-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was blood pooling in stopper well and sample leakage. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there are blood droplets on the stopper after blood collection and there is leakage."